Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer one on the auxiliary cabinet was failed with error message, failed to stay closed. A field service engineer found that the magnet was missing in the inseparable unit and replaced the inseparable, and the drawer successfully recovered and returned to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.